Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis is complete.